Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed by mammogram. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed, as surgical impact opening (shell thickness was within specification). And broken device in radius side assessed, as surgical damage. Additional observations: stress marks observed. Nick striated assessed, as surgical tool scratch like. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a right side rupture. Confirmed by mammogram. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.